Event description:
Caller reported experiencing alarm 2 followed by alarm 26, but the customer's blood glucose level did not exceed 500 mg/dl and was not adversely impacted. The technical support team advised the caller to perform a series of steps to address the occlusion issue, including disconnecting and reattaching the tubing and delivering a bolus, which resolved the problem without recurring alarms. The caller was informed about potential issues like inflammatory response and acknowledged the guidance. The customer then replaced necessary supplies and continued with insulin therapy.